Event description:
A healthcare professional reported rupture discovered by MRI scan. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Initial reporter: postal code: (B)(6) and email- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported rupture discovered by MRI scan. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is possible to determine the lot number 2731867 and catalog n-27-mx120-325 through the photos provided.